Event description:
A tech reported that a patient who underwent bilateral photorefractive keratectomy (prk) complains of slow visual recovery in the left eye, at the two week postoperative visit. Patient commented that she got into a car accident, and can't see to do her job. Another report is filed for the right eye. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).